Event description:
The customer reported that alerts were not distributed for two rooms. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that there was no sound. No pt harm was reported. Per available info from the philips response center engineer (rce), philips considers that there was a configuration problem where the customer did not have real time alerting installed. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.